Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2018 with the following findings: during investigation, it was found that the battery compartment was cracked from the top above the pad to the cover part. It was further cracked on the cover between the corner of the lens and case seal and the base was cracked between the case seal and the keypad. Investigation found a battery compartment leak with evidence of moisture and corrosion in only the battery compartment, other parts of the pump did not have moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.